Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the male luer had broken off causing the pca syringe to not properly connect. This was discovered as the rn noticed that the tubing for the fentanyl drip was wet and there was a small fluid collection in the pca locked chamber. Furthermore, it was also reported that the syringe also had a crack close to luer lock. The rn changed both the syringe and the tubing. The event occurred at surgical intensive care unit (sicu). Although requested, additional information was not provided.